Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis demonstrated 32 cm distal to the is-4 connector pin that the lead body was found squeezed and deformed. In this region the wires of the conductor coil were found fractured, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, the is-4 connector pin was thoroughly analysed. Its inspection did not show any deviations from the technical specifications. Based on the available xray image the lead appeared to be properly connected to the device header in the implanted state. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that after recent device change, there is no sensing on lv and no capture on all lv leads. Impedance all leads greater than 3000 ohms. The lead is explanted.